Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient demonstrated persistant oxygen requirement in the recovery room after a superdimension enb procedure. The patient had a chest x-ray and was admitted to the hospital for observation and oxygen therapy. If additional information is received a follow-up report will be submitted.

Event description:
Several hours post procedure the patient awoke confused, agitated and experienced increasing respiratory distress and there was a question of aspiration. She was transferred to the ICU, intubated and placed on mechanical ventilation. She was treated for a diagnosis of aspiration pneumonia but she did not recover and subsequently died. (Patient death reported on MDR 3004962788-2016-00054.) Enb diagnosis found non-small cell lung ca with metastases to the mediastinal lymph nodes. The physician reports that the event is not related to the enb device. If additional information pertinent to the incident is obtained a follow-up report will be submitted.